Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: the patient was 59 years old at the time of study enrollment.

Event description:
S2444 elegance clinical study. It was reported that thrombosis and dissection occurred during the index procedure. On (B)(6) 2023, the subject underwent treatment with eluvia drug-eluting stent and ranger drug coated balloons as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery 9sfa) extending into right mid sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 7 mm with lesion length of 40 mm and 70% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by study devices, 7 mm x 60 mm eluvia drug-eluting stent and 6 mm x 40 mm ranger drug-coated balloon. Following post dilation with a non-bsc balloon was performed, the final residual stenosis was noted to be 30%. The target lesion #002 was in the right common femoral artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 7 mm with lesion length of 60 mm and 80% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by study device, 7 mm x 60 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 30%. On the same day of index procedure, during the treatment of target lesions right proximal sfa and right mid sfa, dissection of grade a and thrombosis were noted and in right common femoral artery. Per target lesions 001 and 002, balloon dilation and bailout stent were performed to treat dissection and thrombosis noted. In addition, medication was given, angiography and thrombectomy were also performed. No further patient consequences were reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 59 years old at the time of study enrollment. Updated fields: b5 - additional information was received that confirmed the originally reported event of thrombosis was not related to the complaint device. Thus, the event summary has been updated accordingly. G1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email. H6 - removal of thrombosis/thrombus e0514.

Event description:
(B)(4) clinical study. It was reported that thrombosis and dissection occurred during the index procedure. On (B)(6) 2023, the subject underwent treatment with eluvia drug-eluting stent and ranger drug coated balloons as a part of the (B)(4) clinical trial. The target lesion #(B)(4) was in the right proximal superficial femoral artery 9sfa) extending into right mid sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 7 mm with lesion length of 40 mm and 70% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by study devices, 7 mm x 60 mm eluvia drug-eluting stent and 6 mm x 40 mm ranger drug-coated balloon. Following post dilation with a non-bsc balloon was performed, the final residual stenosis was noted to be 30%. The target lesion #(B)(4) was in the right common femoral artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 7 mm with lesion length of 60 mm and 80% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by study device, 7 mm x 60 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 30%. On the same day of index procedure, during the treatment of target lesions right proximal sfa and right mid sfa, dissection of grade a and thrombosis were noted and in right common femoral artery. Per target lesions (B)(4), balloon dilation and bailout stent were performed to treat dissection and thrombosis noted. In addition, medication was given, angiography and thrombectomy were also performed. No further patient consequences were reported. It was further reported that the thrombosis that occurred on (B)(6) 2023, was not related to the study device or study procedure. It was further reported that during the index procedure on (B)(6) 2023, target lesion #(B)(4) was treated with 6 mm x 60 mm ranger drug-coated balloon. The target lesion #(B)(4) was classified as tasc ii a lesion. During the index procedure, dissection of grade e was noted in the right cfa due to user error and in response, balloon dilation was performed using 7 mm x 60 mm ranger dcb followed by placement of non-boston scientific stent. Post procedure, the final residual stenosis was noted to be 30%. On (B)(6) 2023, the subject was discharged on dual anti-platelet therapy.

Event description:
(B)(6)elegance clinical study it was reported that thrombosis and dissection occurred during the index procedure. On (B)(6) 2023, the subject underwent treatment with eluvia drug-eluting stent and ranger drug coated balloons as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery 9sfa) extending into right mid sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 7 mm with lesion length of 40 mm and 70% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by study devices, 7 mm x 60 mm eluvia drug-eluting stent and 6 mm x 40 mm ranger drug-coated balloon. Following post dilation with a non-bsc balloon was performed, the final residual stenosis was noted to be 30%. The target lesion #002 was in the right common femoral artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 7 mm with lesion length of 60 mm and 80% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by study device, 7 mm x 60 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 30%. On the same day of index procedure, during the treatment of target lesions right proximal sfa and right mid sfa, dissection of grade a and thrombosis were noted and in right common femoral artery. Per target lesions 001 and 002, balloon dilation and bailout stent were performed to treat dissection and thrombosis noted. In addition, medication was given, angiography and thrombectomy were also performed. No further patient consequences were reported. It was further reported that the thrombosis that occurred on (B)(6), 2023, was not related to the study device or study procedure.

Manufacturer narrative:
A1 - patient identifier: (B)(6) a2 - age at time of event: the patient was (B)(6) years old at the time of study enrollment. Updated fields: b5 - additional information was received that confirmed the originally reported event of thrombosis was not related to the complaint device. Thus, the event summary has been updated accordingly. G1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email h6 - removal of thrombosis/thrombus e0514